Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the helix of the right ventricular (rv) lead extended spontaneously without any torque applied. The rv lead was retracted and successfully implanted to resolve to event. The patient was in stable condition following the procedure.